Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had portable tank is leaked. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6(medical problem code, component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: h6(health effect impact code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was able to reproduce helium leak as the customer stated. The rescue unit's quick connect fittings o-ring was pinched and fell off the quick connect fitting. Replaced the o-ring and relubricated. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Released to customer and cleared for use.

Event description:
Na.